Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display appeared to wrinkle when the user attempted to unlock the device, preventing successful unlocking, with no screen protector present and no effect on blood glucose control. Symptoms included no clinical effects. Outcomes included no impact on health status or medical intervention. Investigation included device replacement and user education on data sync and device shutdown prior to return. Investigation of this device revealed a hardware display issue consistent with screen bezel or display layer separation that interfered with touch or visual clarity, with no functional impact on therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the display assembly.